Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were reported to be unremarkable. It was reported that the pt had an accessory renal artery that was 7 mm lower than the main renal artery, which therefore required the bifurcated stent graft to be implanted 15 mm to 20 mm below the main renal artery. After the stent graft was implanted, an unk type of endoleak was present and thought to be either a type ii or possibly a type I endoleak. The physician elected to implant a proximal cuff in case a type I endoleak was present; the cuff resolved some of the endoleak. No further intervention was performed at the implant, and the pt will be monitored at a 30 day follow-up CT. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required) - eval results: accessory renal artery. Endoleak. Identity of endoleak unk.